Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer observed tiny air bubbles near the luer-lock. The customer's blood glucose (bg) level was 380 mg/dl and a correction bolus was delivered to address the bg level. The customer changed the infusion set tubing and site; the issue was resolved.